Event description:
It was reported that a spectrum pump had an improper shutdown during programming/ setup in the pediatrics department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "improper shutdown" was confirmed while testing on battery power. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection identified dried liquid substance on the contact pins which resulted in the contact pins being depressed/jammed and causing the issue. The contact pins require cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.